Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
The customer reported as follows: unable to use device - attempted "after deployment of an express ld stent in the left iliac artery, the physician did one last angiogram to visual the stent. On removal of the stent, the green hub on the catapult sheath popped off." Overall the sheath was replaced with a new short 11cm 6f sheath.procedure completed. Type of procedure: peripheral intervention. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Patient present at time of event?: yes. Patient outcome: f26: no health consequences or impact. Patient complications: no patient complications.

Manufacturer narrative:
The complaint device was not returned to heraeus medevio and investigations were held with the review of batch record. According to the investigations done on batch record, ncrs, and ecos related to the complained lot, there is no event or deviation that can cause the complained case. Root cause is undeterminable.